Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 426 mg/dl and over 400 mg/dl. Customer called reporting blood glucose required for auto mode. Customer reported the blood glucose required massage from the auto mode readiness screen. The insulin pump will not be returned for analysis.